Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was intermittently powering off by itself. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that their device had been sent to a third party for service/repair, and the third party service company sent them a different device in exchange. The location and disposition of the reported device is unknown. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was intermittently powering off by itself. There were no reports of patient use associated with the reported event.